Event description:
It was reported in (B)(6)2009, that pt was not getting relief of urinary symptoms and she feared the urine would cause her wound to open up again. A plastic surgeon recently repaired an open wound on her coccyx. It was further reported, the pt never had therapeutic effect and although, there was no known accident, the pt stated she " bumps the device all the time." On july 1, 2010, it was reported that a low battery message appeared about one month prior and a low ins was confirmed by hcp. It was further reported that the pt had a loss of bladder control about a month prior with no known related incident. The amp had been set to between 3.0 and 4.0, was changed to 7.0 with no symptom relief. It was reported, the pt was scheduled for replacement on (B)(6)2010.

Manufacturer narrative:
(B)(4).